Event description:
A customer reported a cartridge alarm 20 with their insulin pump, which did not impact their blood glucose levels adversely. The issue was not associated with the loading process, and the customer had not previously reported similar alarms with this pump. Although technical support assisted the customer in attempting to load a new cartridge properly, the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support decided to replace the pump. The customer was informed about receiving a pump with updated software and instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer acknowledged the need to place the defective pump into storage mode, return it using a provided box and pre-paid label within ten days, and program and connect their settings and cgm to the replacement pump upon receipt. The resolution included sending a replacement pump to the customer.